Manufacturer narrative:
Corrected data: b5 (event), d6 (implant date), d7 (explant date).

Event description:
Correction: the reporter indicated that a 2 day post operative valve is blocked.

Manufacturer narrative:
Height: 170 cm. Investigation: visual inspection no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has indicated that the progav 2.0 valve has a blockage. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the baking force is within the given tolerances. Result: first, we performed a visual inspection of the progav 2.0 valve. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and bake force. The progav 2.0 valve was not permeable, but met all other specifications. Finally, we have dismantled the valve. Inside the valve, we have found a build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the progav 2.0 valve at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that a valve is blocked. The reporter indicated that a 2 month post operative valve is blocked. The device was explanted. Additional event details have not been provided.